Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that the wallstent was found to have migrated 83 days following implant. The wallstent was placed to manage a malignant stricture. The patient experienced jaundice and an ercp (endoscopic retrograde cholangiopancreatography) procedure was performed. The ercp showed the wallstent had migrated into the mid common bile duct. The wallstent was removed with a snare. The wallstent was removed and a second covered stent was placed. This event was assessed by the investigator as definitively related to the device. The outcome of the event was reported as resolved with removal and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.